Manufacturer narrative:
Mml reference # (B)(4). B2-other: infection. Other device explanted. Model: 5100. Description: implantable pulse generator . Serial number: (B)(6). UDI# (B)(4). Further information was received that the infection was in the skin entry site (l4) for the leads per the physician. The patient was treated with oral and intravenous (IV) antibiotics before and during the explant procedure. The result of the swab culture is unknown.

Event description:
It was reported that the patient had an infection at the skin entry incision site. The patient went for blood cultures, which tested positive for staph infection. The patient underwent explant surgery. All leads and implantable pulse generator (ipg) were removed successfully. Although requested, the device will not be returned for analysis. Due to the infection, the hospital kept the leads and ipg for further testing and culture. There was no report of patient harm or injury.

Event description:
It was reported that the patient had an infection at the skin entry incision site. The patient went for blood cultures, which tested positive for staph infection. The patient underwent explant surgery. All leads and implantable pulse generator (ipg) were removed successfully. Although requested, the device will not be returned for analysis. Due to the infection, the hospital kept the leads and ipg for further testing and culture. There was no report of patient harm or injury.

Manufacturer narrative:
Mml reference #(B)(4). B2-other: infection. Other device explanted. Model: 8145. Description: percutaneous stimulation lead. Serial number: (B)(6). UDI#(B)(4).